Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one dilator and cannula with radially expandable sleeve 5mm short. The visual inspection of the returned photo noted: the image depicts part of the circular seal disengaged. Without the physical device all functional evaluations are precluded. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, on insertion of the trocar through the abdominal wall, the two obturators/trocars broke. The small round piece broke off. The rubber seal that was internal to the hard plastic part of the trocar itself. There was a piece missing in the broken one when they looked inside and compared to another trocar. The component fell into the patient cavity and was retrieved using a grasper. There was no patient injury.